Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 due to hyperglycemia. The customer's blood glucose level was 440 mg/dl at the time of hospitalization and was treated with syringe. The customer¿s blood glucose was 550 mg/dl at the time of the incident. The customer had vomiting. The customer was treated with insulin, potassium and magnesium. The customer stated that the insulin pump had a critical pump error alarm. The auto mode feature was not active and was not automatically adjusting insulin at time of high blood glucose event. The customer stated that the blood glucose was high and when they pulled out the infusion the cannula was bent. The customer reported that they feel okay for troubleshooting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was not calling back to perform a high pressure test. The customer unable to complete a carelink upload. The customer does not allege that the insulin pump was under delivering. The customer reported that they have a back-up plan available. The insulin pump will not be returned for analysis.